Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7060897, model/catalog description: coverage 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device were found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the infection started at the ipg site and then progressed to the lead a incision site. Symptoms were redness and swelling around both incision sites, which lead to the patient having a high fever. Physician does not believe it is device related. The patient had other medical issue and had a weakened immune system which may have contributed to the infection. The patient was administered with intravenous antibiotics.

Event description:
A report was received that the patient underwent an explant procedure due to infection. No device malfunction was suspected.